Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure, the subject device stylet that goes in the top, would not go all the way down the sheath. The procedure was completed utilizing a different device. There were no reports of patient harm.

Event description:
It was reported that during an unspecified procedure, the subject device stylet that goes in the top, would not go all the way down the sheath. The procedure was completed utilizing a different device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the compliant was not confirmed. Therefore, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.